Manufacturer narrative:
Investigation/testing summary: during the investigation, it was discovered that this issue is related to a recent infrastructure upgrade released by the engineering team. No testing was required to ascertain this issue. During this update, usernames containing special characters were not decoded properly, resulting in server failure due to ""username not found"" errors. To assist in resolving the issue, an internal ticket was created for the carelink development team to conduct additional investigation. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under "" (B)(4) "". (Most likely) root cause: most likely cause of this issue is special characters such as symbol ã¸ is not decoded properly, which causes the condition in checking username against server response got failed. Analysis summary: the carelink development team review old logic about special characters and identified what triggers and prepare a code to fix the issue. Esf number: 5056889. Afc code: fa21af software anomaly (defect). Software requirement document number: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between pump and mobile device along with customer was receiving continuously error 23 on the mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was partially performed but the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6102.